Manufacturer narrative:
Mfg date: lot gd902445 was manufactured from 09/19/2016-09/23/2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Underwater pressure leaking testing was performed with no issues noted. A visual inspection was performed which identified a crack at the top of the cap above the outside finger ridges. The reported issue was verified. The cause of the condition was determined to be over tightening the mini cap onto the transfer luer. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event/therapy occurred on an unspecified date in (B)(6) 2016. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack near the rim area of a minicap. The minicap looked fine when taken out of the over pouch. Several hours after connecting the minicap to the transfer set the minicap would crack. There was no leak from the minicap. This was found during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Underwater pressure leaking testing was performed with no issues noted. A visual inspection was performed which identified a crack at the top of the cap above the outside finger ridges. The device was found to be outside specification, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.